Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal and a cracked battery door. There was no evidence in the event history log. Functional testing was unable to verify or duplicate an unknown issue; however, the device failed the accuracy test. It was determined that the expulsor was the root cause and was trimmed. The battery door and the dso seal were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
The issue of the device is unknown. The problem was discovered during preventive maintenance, there was no patient involvement.